Manufacturer narrative:
The illuminator was returned for failure analysis evaluation and was found to have an error 297 upon start up. There was an attempt to program the unit but it was unsuccessful. The board ID was checked and the illuminator was not found. The reported complaint was confirmed.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, recoverable fault 48265 occurred when the customer turned on the illuminator. The customer pressed the recover button, but the issue persisted. An intuitive surgical inc. (Isi)technical service engineer (tse) explained that the error indicated the illuminator lamp did not ignite. Reseating the illuminator lamp and replacing it with another lamp did not resolve the issue. The tse guided the customer to connect an external illuminator to the vision side system. The procedure was completed as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed using the external illuminator. There was no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the error. The illuminator was replaced to resolve the problem. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis.